Manufacturer narrative:
Device history review. Part number: 04.038.285s, tfna helical blade 85mm -sterile, lot number: h434027 (sterile), manufacturing location: (B)(4), manufacturing date: 09/11/2017, expiration date: 09/01/2027, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. (B)(4) inspection sheet, inspect I / final inspection,met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Scn (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21012, tialnbri13.00, lot number: h189259, lot quantity: (B)(4) lbs. Raw material receiving/put away checklist met all inspection acceptance criteria. Note: this is an (B)(4) raw material DHR and does not include a lot summary report, supplier certification or evidence of independent acceptance testing. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral trochanteric and subtrochanteric fracture with dall-miles cable (stryker¿s product) and trochanteric femoral nail (tfna). There was no surgical delay. The patient should have been complete rest for 4 to 6 weeks, but he started full weight bearing soon after the surgery. The hospital found by x-rays that the reduction was noted as unstable 2 weeks after the surgery. On an unknown date, the proximal fragment was displaced and femoral head rotated, and the blade penetrated the femoral head. The blade partially contacts the hip cup. The patient will undergo reoperation on (B)(6) 2019 in which the blade will be replaced with tfna screw after artificial bone filling and applying reduction. The surgeon noted that the cut-out may have been caused by the fracture type and the full-weight bearing which was started too early. The patient is forties. Concomitant device reported: tfna femoral nail (part# 04.037.026s, lot# h690076, quantity# 1); tfna end cap (part# 04.038.000s, lot# 2l79397, quantity# 1); locking screw (part# 04.005.530s, lot# l998222, quantity# 1) and locking screw (part# 04.005.534s, lot# l971780, quantity# 1). This is report 1 of 1 for (B)(4).